Event description:
On (B)(6) 2011, during an atrial septal defect (asd) closure procedure, the asd measured 25 mm on echocardiography (echo) and on x-ray and 20 mm with a sizing balloon. A 24 mm amplatzer septal occluder (aso) was selected for implant but it passed through the asd. A 26 mm aso was placed in the defect; an echo confirmed good position and the aso was successfully implanted. A follow up echo the next day showed the aso was still in a good position. At follow up office visits, echos were performed and all confirmed good aso positioning and no interaction with valves or presence of pericardial fluid. On (B)(6) 2012, the patient presented with chest pain and shortness of breath. In the ambulance the patient went into cardiac arrest and CPR was performed. An echo showed that tamponade was present. Pericardiocentesis was performed which returned hemorrhagic fluid. The surgeon opened the pericardium to remove more fluid. CPR was performed due to asystole and after an hour and a half the patient was put on extracorporeal membrane oxygenation (ECMO). The patient was transferred to surgery and surgical findings reported a hole seen in the right atrium near the aortic root. The hole was sutured and adrenaline was given to start the heart. There were signs of brain injury; the patient was taken off ECMO and died. Following the autopsy, erosion to the aortic root from the aso was suspected.

Manufacturer narrative:
The 26mm aso was received at sjm and was placed into a container of formalin. The occluder was grossly examined, and both the distal and proximal discs were covered in dense white tissue. On approximately one-third of the waist area, there was dense yellow tissue that protruded out from waist 12mm. Gross examination also revealed no broke wires or other physical anomalies with the occluder. It met dimensional specifications when measured with a calibrated caliper. The waist was unable to be measured due to the tissue formation. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred.